Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: a part of the branches at the roticulator was broken off during surgery. It was retrieved from the abdominal cavity with alligator forceps. No additional information available at this time.